Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and test strips has determined the complaint is not confirmed. All readings were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed a reading of 106 mg/dl was received on (B)(6) 2016 at 08:52. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that customer was receiving readings from his adc blood glucose meter that were higher and lower than what he normally receives. Caller further reported that on (B)(6) 2016 at 2:00 pm she found customer lying unconscious on the bathroom floor. A test was performed using the customer's meter and a reading of 106 mg/dl was reportedly received at 2:00 pm. Paramedics were called. Upon arrival they initiated an intravenous infusion of glucose and transported him to a local healthcare facility. At the hospital a reading of 9 mg/dl was received at 2:30 pm on a hospital meter. Customer was diagnosed with hypoglycemia. No additional treatment was rendered. There was no report of death or permanent injury associated with this event.